Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the proximal to mid left anterior descending (lad) artery. A 4.00mm x 28mm liberté stent was selected and advanced but failed to cross the lesion. The device was removed from the patient without resistance. The lesion was pre-dilated again with a non-bsc balloon catheter. The stent was advanced again but it was only advanced up to the middle of the lesion and it was removed again from the patient. It was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. After the procedure, it was found that a part of the lesion had superficial calcification. It was considered by the customer that the event occurred due to calcification along with severe stenosis. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).